Event description:
When filling the pumps on occasion, the check valve at the fill port does not function properly and all fluids that already had been introduced to the pump are released at significant force. This all results in the loss of medications, the pump, clean up materials, time exposure to medications and possible contamination of other product areas.